Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported issue could be reproduced. A field service engineer mentioned that the issue has been resolved. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that pyxis medstation es system device was not communicating with server and slow to log in/complete tasks. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.